Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the internal tube detached from the connectors after the patient manipulated the tube. The endoscopist pulled the peg tube, causing the tube to break and leaving the plate inside. A foley catheter was placed to avoid losing the stoma. An endoscopy was scheduled to replace the tubes. It was determined the bumper was completely buried.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of buried bumper syndrome if any further relevant information is identified or obtained, a supplemental medwatch will be filed.